Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse event regarding tvt mesh implanted and 7 surgical interventions submitted via 2210968-2020-04223. Adverse event regarding partial removal of tvt mesh submitted via 2210968-2020-04224. Adverse events following partial removal of tvt mesh submitted.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient underwent surgical intervention 7 times over 3 years which involved skin grafts to cover the mesh. Each attempt was unsuccessful. As a result, the patient underwent partial mesh removal in 2003. Following the procedure in 2003, the patient experienced recurring utis, painful intercourse, depression and a potential fistula between the rectum and vagina. No additional information is available.